Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. The device was confirmed to have cracked cases. During calibration it was discovered that the size potentiometer could not be calibrated and was then replaced. This is being monitored for trends.

Event description:
The reporter stated that the device had damage to the case. There was no pt injury or treatment associated with this event. Upon eval, it was discovered that the size potentiometer was not working correctly.